Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016; product type catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen at an unknown concentration and dose. It was reported the pump pocket was filled with fluid that continued to reoccur even after it was drained. The fluid drained from the pocket was tested positive for beta 2 transferrin. The surgeon reported that the patient¿s pump pocket was hit with a basketball. The patient was taken to the operating room (or), and the sutureless connector was found to be disconnected/leaking. The sutureless catheter connector was replaced. It was unknown if the issue had been resolved at the time of the report. The hospital had possession of the explanted product and was going to return it to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.